Manufacturer narrative:
Per tandem user guide: do not use any other insulin with your system other than u-100 humalog or u-100 novolog no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level ranging from 425 mg/dl to greater than 500 mg/dl and trace ketones. Reportedly, the cause was unknown, however it was reported customer was using fiasp insulin, which is not approved for use with the tandem pump per labeling. Bg was addressed via a manual injection. The customer was instructed to consult with healthcare provider regarding bg level.